Event description:
Reporter indicated that pt experienced a 'bad seizure' less than 24 hours after experiencing possible interaction between the vns therapy system and an electronic toy. The pt was recently given the electronic toy and reportedly "fell on the floor" and screamed "it hurts" when the toy was near her the day before she experienced the bad seizure. Per the pt's mother, the pt is not typically verbal, so the mother believed that the device may have stimulated, causing the pt pain. In addition, the pt's mother indicated that each time the toy is near the pt, the pt reportedly scratches her mother and becomes irate. Programmed device parameters were reportedly increased the week before the reported incident occurred. The pt's mother plans to follow-up with treating neurologist. Investigation to date has been unable to determine the severity of the seizure event as no response has been received to manufacturer's requests for additional info from treating physician (via fax x1, via telephone x1).